Event description:
It was reported that there was 'sudden failure' of the device. At a follow-up visit approximately five months prior, the device was functioning well. It was also reported that the lead was oversensing noise. The device was explanted, and the lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.